Event description:
Adverse event(s): "anterior chamber inflammation" (inflammation). Product problem(s): "none reported" (no info). A surgeon reported, that one day following use of the viscoelastic during intraocular lens implant surgery, seven pts presented with anterior chamber inflammation and fibrin was noted in the anterior chamber. The pts were treated with medications. Three days following the event, the inflammation has resolved. In a f/u, the surgeon reported that the event seemed to have appeared in cases where the aspiration of the viscoelastic was insufficient during the surgery. There are seven medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met all release criteria. All results on the retain samples conform to the specifications for the tested parameters. The six related complaints are associated with this lot number. Prior to this report, there have been no other complaints reported in the lot number. No further info is expected. (B)(4).